Event description:
The rv lead was explanted due to low rv wave and loss of capture. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided follow up data gained no further information. The analysis of the provided fluoroscopic images showed the lead implanted with a lot of slack one day post implantation. The second images from (B)(6) 2023 showed a change in the position of the ICD, a small kink of the lead at the position of insertion into the vein and the lead implanted with more slack, a larger loop of the lead in the heart was visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
An additional report was received that abnormal shock and pacing impedances were observed. Patient arrived at ER unconscious where external defibrillation, CPR, and connection to a mechanical ventilator was done. After two days, the patient woke up, lead explant was done and patient was extubated then discharged on amiodarone. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided follow up data gained no further information. The analysis of the provided fluoroscopic images showed the lead implanted with a lot of slack one day post implantation. The second images from 2 october 2023 showed a change in the position of the ICD, a small kink of the lead at the position of insertion into the vein and the lead implanted with more slack, a larger loop of the lead in the heart was visible. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.